Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery with mild tortuosity. A 2.5x15mm rx xience v stent delivery system was advanced and the stent deployed; however, a dissection occurred. An unspecified covered stent was implanted to treat the dissection. The patient is doing fine. There was no other device or procedural issues noted. There was no adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product issue/observation with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.